Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a stuck button alarm. Customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was done but was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test; it failed the self test in that the vibrator did not work when it was supposed to. No unexpected stuck button alarms were noted during testing. Per visual examination, traces of corrosion were found on the small board attached to the battery tube. The inside of the battery compartment, on the other hand, was heavily corroded.